Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a critical failure and was removed from service. The device was not available for additional investigation.